Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. During simulated use testing of the returned part in a ventilator system, it was not able to reproduce the reported o2 concentration low. Unit testing of the gas module we were also performed, but no deviations were found. There was 2 alarms confirmed for o2 concentration low, at january 5 21:18 and 21:25, therefore the date of event was determined as (B)(6) 2018. The investigation findings do not lead to a clear conclusion about the cause of the reported events.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).